Event description:
During laparotomy for left ovarian cystectomy, bladder cut with lysis of adhesions. G.u. Surgeon required for repair. Pt admitted from short procedure to hospital. Pt discharged 2003.